Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin cartridge was damaged. Customer's blood glucose was 214 mg/dl. No additional patient or event information provided.